Event description:
Customer called lfs in 2002 alleging that their meter would only prompt the "error 2" message. Customer reported having dizzy and sleepy like symptoms. The meter started prompting the "error 2" message about two months ago, customer had to visit their physician to have their blood glucose tests. Sometimes customer has to be treated with insulin because their blood glucose level was high at their physician's office. No adverse event or serious injury occurred. The "error 2" message could have been due to using a used test strip or accidentally pressing the c button during insertion of the test strip, or temporary or permanent electronic problems. Ccr walked customer thruough troubleshooting and had to replace the meter because the issue could not be solved.